Event description:
Received letter from law firm that is representing consumer claiming injuries from product.

Manufacturer narrative:
Original complaint was received (B)(6) 2015 with no injuries reported but have now received new information that a injury had occurred. The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.